Event description:
It was reported that a mis-spike occurred when a customer connected a bag to the transfer set by clean flash. There was patient involvement. There was no patient injury or medical intervention associated with this event. There is no additional information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.